Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 10.0 mg/ml hydromorphone at a dose of 0.520 mg/day and 18.4 mg/ml bupivacaine at a dose of 0.956 mg/day via an implantable pump for non-malignant pain. It was reported the patient requested the pump be removed because it did not help with her pain anymore. There was a partial explant of the catheter on (B)(6) 2017. The pump was removed and the catheter was checked for patency. There was a tissue like substance at the tip of the sutureless connector. The tissue or material was saved in a syringe with cerebrospinal fluid (csf). The hcp was requesting that the material, that was blocking the sutureless connector be analyzed with the catheter. It was unknown if there were any patient, environmental, or external factors. The issue was resolved at the time of the report and the patient status was alive with no injury. The pump logs indicated that the catheter tip was at t8, the elective replacement indicator (eri) was at 71 months, and the pump segment length was 22 cm.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. Analysis found a non-significant indent in the seal that did not affect infusion. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving intrathecal hydromorphone 10.0 mg/ml at 3.698 mg/day and bupivacaine 15.7 mg/ml at 5.806 mg/day as of (B)(6) 2016. The patient reported pain recurrence on (B)(6) 2016. The patient reported higher pain levels. The patient reported sharp lower back pain. The patient could not feel the personal therapy manager (ptm) bolus. The patient did not use [the ptm boluses] as she was not sure they were helpful. The clinical diagnosis was pain recurrence. It was noted that ¿cds¿ on (B)(6) 2016 was normal. The pump and catheter were explanted/not replaced on (B)(6) 2017. The pump was disposed of according to biohazard instructions. The catheter was returned to the device manufacturer. The event resulted in an unscheduled clinic or office visit. The event resolved without sequelae on (B)(6) 2017. The event was possibly related to the device or therapy. The affected portion of the catheter was the lumbar/pump portion. The event was not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study reported the patient had a left below the knee amputation and had been walking more with a new prosthesis. A neuroma of the amputation stump of the left lower extremity formed. The patient was to return to the clinic on (B)(6)2016 for the next scheduled pump refill appointment. The plan for the next refill was to increased bupivacaine to 6.8 mg/day and continue hydromorphone at 3.69 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the relatedness to the drug (bupivacaine) was related and the drug action that caused the event was there was an underdose of the drug. The pump dose was increased to 6.8mg/day. No further complications were reported/anticipated.